Manufacturer narrative:
For no allegation of device malfunction or non-conformance.

Event description:
It was reported during a stenting procedure for left internal carotid artery (ica) stenosis, a minor vessel dissection occurred following angioplasty. A second stent was used to successfully treat the dissection. The patient remained asymptomatic through the dissection and the second stent placement. There was no re-stenosis or other symptoms related to the dissection at follow up three months after the procedure.